Event description:
Reportable based on additional information received on (B)(6) t2022. It was reported that shaft kink occurred. The 95% stenosed, 38mmx2.75mm, target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, the shaft was kinked outside of the patient body. No issues on the packaging of the device nor significant resistance encountered. The procedure was completed with another of same device. There were no patient complications. The patient was stable post procedure. However, it was further reported that the synergy stent delivery system shaft was broken.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 37.l5 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on additional information received on 19august2022. It was reported that shaft kink occurred. The 95% stenosed, 38mmx2.75mm, target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, the shaft was kinked outside of the patient body. No issues on the packaging of the device nor significant resistance encountered. The procedure was completed with another of same device. There were no patient complications. The patient was stable post procedure. However, it was further reported that the synergy stent delivery system shaft was broken.